Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that a secondary infusion of herceptin infused faster than expected. When one pump over-infused, the medication was switched to the second pump and it also over-infused. Both pumps free-flowed unexpectedly. The facility's biomed department performed pm testing on pcu sn (B)(4) on (B)(6) 2018 and it passed all testing. The facility's biomed department performed pm testing on lvp sn (B)(4) on (B)(6) 2018 and the unit failed the flow rate test by over-infusing. No adjustments were made to the flow rate. The facility's biomed department performed pm testing on lvp sn (B)(4) on (B)(6) 2018 and the unit required replacement of the left iui as the iui was slightly corroded. Unit passed all other tests. There was no patient harm. Received a copy of the FDA sus voluntary event report which states, ¿rn noted that the drip rate of herceptin was infusing much faster than the intended, programmed rate of the alaris pump. (B)(4) ; (B)(4)." Received a copy of the FDA sus voluntary event report which states, ¿rn noted that drip rate of herceptin on secondary tubing was bruising at a rapid rate, faster than programmed. Tubing clamped and set up confirmed to be correct. Tubing kept and IV pump changed. Secondary tubing continued to infuse at a rapid rate. Once secondary tubing exchanged, drip rate was appropriate." Received a copy of the customer's maude report from the FDA which states, "rn noted that the drip rate of herceptin was infusing much faster than the intended, programmed rate of the alaris pump."